Manufacturer narrative:
The customer returned the suspected contour next meter and contour next test strips from lot # 3khec51a for evaluation. The returned meter was tested with the returned test strips using a blood sample, which gave a satisfactory performance. The blood results obtained with the in-house testing were properly marked as blood tests in the meter's memory.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.

Event description:
The customer reported that she performed a blood glucose testing with the contour next meter at 12:34 p.m. And obtained a reading of 20 mg/dl. The meter automatically marked it as a control test, and so the reading will be displayed as a control result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.